Event description:
Issue with the freestyle libre2 by abbott. Supposed to work with an app however receive daily alarms that the sensor cannot be read and signal lose failure even though phone is in pocket directly below sensor. This occurred again while I was out and did not have the strips readily available so had no idea what glucose levels are. By time got home to do finger stick level was down to 65 which if continued to drop would have been an issue. Also adhesive is horrible. Sensor fell off this morning after a shower which was neither long or hot and I do not face sensor towards showerhead. No idea how long the sensor was loose and how affected readings. If libre2 is to send alarms then software needs to be reliable. Have already gotten up in middle of night and found levels were low but no alarm was issued. This is posing a real risk to those who rely on the sensor to indicate highs/lows. FDA safety report ID# (B)(4).